Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v vented autofeed humidification "broke" where it connects to the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber has recently been received at fisher & paykel healthcare (B)(4) and evaluation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that the feedset tube was pulled out of the chamber dome. Glue was found around the feedset tube and the port in the chamber dome. A lot check revealed no other complaints of this nature for lot 120412. Conclusion: we are unable to determine the root cause. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our hourly process monitoring identified that the feedsets on the mr290 chambers break at 50-55n. This suggests that the damage to the feedset tube only occurred after it was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290v vented autofeed humidification "broke" where it connects to the chamber dome. No patient consequence was reported.